Event description:
Additional information was received that this patient expired for an unspecified reason one month post implant. There was no additional information or allegation reported.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is available at this time. This report will be updated upon receipt of any new information.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. The lead was returned severed, a proximal portion of the lead was returned. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, returned portion of the lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the implant of this transvenous lead, the physician felt resistance while maneuvering the lead. Fluoroscopy revealed that the proximal coil was stretched, and part of the gore coating had come off the lead. The representative noted that it was believed the pieces of gore coating became caught in the lead sheath, however it could not be ruled out that portions of the gore were not separated from the lead completely in the patient. No adverse patient effects were reported.